Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/26/16 with the following findings: verified time and date reset in black box , after a power onf reset event occurred. Pump time and date default was duplicated during investigation. Battery compartment crack above and below grip pad. Display is dim, pink. Pump was opened to investigate.the internal battery component was found to be leaking and unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on 9/26/16.